Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2019-02002. This report is associated with MFR report number: 3005168196-2019-02001.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type ii endoleak using a lantern delivery microcatheter (lantern) and pod packing coils (podjs). During the procedure, while attempting to advance a podj through the lantern with direct puncture, the lantern was kicked out due to the needle access being too close in proximity to the endograft. Subsequently, the physician decided to retract the podj. While retracting the podj through the lantern, the physician experienced resistance; therefore, the lantern containing the podj was removed. Upon removal, the lantern appeared kinked. The procedure was completed using a new lantern and podj. There was no report of an adverse effect to the patient.